Manufacturer narrative:
The device was not received for investigation. Therefore, the exact root cause of the balloon rupture could not be determined. Due to the increased rate of occurrence of this issue a CAPA has been opened to further investigate the issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
During the balloon inflation test, the balloon suddenly ruptured before the specified amount of saline was injected. Another device was used and the operation was successfully completed. No injury was reported to the patient.